Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patients device was sensing atrial events poorly even after adjustments to sensitivity programmability. The right atrial (ra) lead was consistently undersensing after adjustments to sensitivity were programmed. The device was reprogrammed for optimal sensing and both the ra lead and device remains in use. No patient complications have been reported as a result of this event.